Manufacturer narrative:
Correction to the initial MDR in block h11. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Device analysis performed on the returned superion indirect decompression spacer revealed the pivot pin was broken resulting in the disengagement of the inferior cam lobe. The damage was sufficient to preclude functional testing. The damage to implant indicates failure likely due to aggressive tapping against resistance such as bone. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Event description:
It was reported that the superion indirect decompression spacer broke during an implant procedure. As the physician attempted to tamp down the spacer toward the end of the procedure, the bottom set of cam lobes broke off. It was noted there may have been osteophytes causing resistance. The procedure was successfully completed with another device.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Device analysis performed on the returned superion indirect decompression spacer revealed the pivot pin was broken resulting in the disengagement of the inferior cam lobe. The damage was sufficient to preclude functional testing. The damage to implant indicates failure likely due to aggressive tapping against resistance such as bone. Additionally, a labeling review was completed and the instructions for use (IFU) states the implant should be driven ventrally by removing the driver and gently tapping on the inserter.

Event description:
It was reported that the superion indirect decompression spacer broke during an implant procedure. As the physician attempted to tamp down the spacer toward the end of the procedure, the bottom set of cam lobes broke off. It was noted there may have been osteophytes causing resistance. The procedure was successfully completed with another device.